Event description:
Reporter alleged purchasing new test strips for his glucose monitoring device that contained a usable expiration date of 04/2005; however the manufacturer's inventory system indicates the test strips are expired with a date of 04/30/2005. Reporter stated that treatment does not apply regarding the alleged incident. A request was made for the return of the suspect product and replacement product was sent.